Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were high thresholds and the atrial pacing lead was unable to demonstrate capture at 5 volts. It was further reported there was a possible fracture, undefined high impedance, oversensing and noise. The lead remains implanted and was programmed off. The patients programming was changed to ventricular pacing. No patient complications have been reported as a result of this event.